Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. A search of the complaint database found previous reports of threaded tip breakage during extraction. Previous investigations identified evidence of the device being levered side to side which resulted in the breakage. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tool broke inside trial during surgery.